Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a no delivery alarm during the bolus and fixed prime. The customer's blood glucose was unknown. Explained alarm to the customer. Troubleshooting could not be done because the alarm had been resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. The customer stated that they would try to use a new package of reservoir and that they would monitor the insulin pump. Nothing further reported.